Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed and there was back-to-back log_event_on's without a log_event_off with it indicating that an abrupt power off took place during an infusion. The pump was connected to an administration set (hs-008, lot # 2203016) and a 100 ml infusion was started on the pump. The pump powered off right away before the infusion could even start. A new battery was put into the pump, battery reset was completed, and a new 100 ml infusion was started and ran until completion. The volume infused was 96.77 ml. The programmed volume was 100 ml. So, the flow rate deviation is -3.23%. The flow rate accuracy is within +/- 5%, which meets the passing criteria. The reported issue was confirmed. The root cause for the abrupt power off was a battery with an insufficient charge.

Event description:
Healthcare professional reported "pump keeps shutting off even after battery was changed and pump reset". They have not been pulling the pumps - they are changing batteries and sending them back out and patients are not getting infusions. Medications being infused was 5fu. Infusions continued with back-up devices. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.